Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited loss of capture and r wave amplitude variation. It was also found from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported events of lead dislodgement, loss of capture and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests, x-ray examination, and visual inspection did not identify any anomalies.